Event description:
Additional information stated there was no infection present and the reported was not sure if the patient will be re-implanted with a new battery.

Event description:
It was reported that the implantable neurostimulator (ins) was explanted due to a possible infection. The patient reportedly complained of soreness and redness "on and around" the ins site. It was stated that the physician decided to remove the battery "in case there was an infection." It was noted that the lead extensions were "cut half way" and the ins and attached extensions were removed. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).